Manufacturer narrative:
When the investigation is completed, it will be provided on a supplemental report.

Event description:
It was reported that, "patient doing fine, then patient complained that knee would get stuck in extension. Poly looked fine upon removal."